Event description:
It was reported that during a lead replacement due to high impedance (captured in MFR. Report 1644487-2017-03888), the surgeon saw that the vagus nerve was torqued 90 degrees. He noted that only 1-2 tie downs were used to secure the lead with no strain relief loop, he attributed the torqued nerve to inadequate tension and inadequate tie-down placement. No known surgical intervention has occurred to date. No further relevant information has been received to date.